Event description:
The manufacturer received information alleging an issue with a ventilator's screen. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the screen damage issue was found. The device's system board and cpu board assembly needs to be replaced to address the issue. No repairs were done. The device was scrapped.